Manufacturer narrative:
Insulet investigated a retained device, at the request of ansm as the customer did not have the actual failed devices available for return. This investigation is trying to replicate the customer¿s complaint of a failure to deliver insulin that resulted in high blood glucose levels. The device was filled full with green indicator fluid. After hearing the double beep, the device was paired with a pdm on 28apr2020 01:59pm. A 3u/hr basal rate was set and multiple 30u boluses were delivered at various times to empty the reservoir. Upon reaching the empty reservoir on 29apr2020 10:10am, the pod alarmed and pdm alerted the user to change the pod due to an empty reservoir (photo 2), indicating that the device functioned as intended. Additional green indicator fluid was inserted into the reservoir. The device was then reset and rerun. The fluid path was occluded during a bolus to simulate a failure to deliver insulin. The device alarmed and the pdm alerted the user of the alarm and to change the pod. The device alerted the user of a stoppage of insulin delivery, indicating that the device functioned as intended.

Manufacturer narrative:
New information provided on 1/24/2020. The patient was traveling at the time of the event. The death happened in france and not the united kingdom. Patient's blood glucose (bg) levels were ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) at the time with an irregular heart rhythm.

Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. We are unable to determine if any product condition could have contributed to the reported chest infection and diabetic ketoacidosis leading to the patient's death. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system user guide: model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 43. Blood glucose readings that are especially low or high can indicate potentially serious condition requiring immediate medical attention. If left untreated, this situation can quickly lead to diabetic ketoacidosis (dka), shock, coma, or death. Living with diabetes 11 / page 129. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient passed away on (B)(6) 2019 due to a chest infection and diabetic ketoacidosis (dka). The patient was taken to the emergency room (ER) in the morning and died later in the afternoon, the omnipod was being worn at the time. No other information was provided on this event.